Event description:
It was reported that when using the bd pyxis¿ es server old devices zzold-surg_west, zzold-tele_east and zzold-tele_west was unable to delete in the server. Customer stated we physically broke the cubies and retrieved all the controlled substances and returned to cii safe. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the old devices were showing on the server which need to be deleted. A technical support specialist shared the findings that in es version 1.5, the virtual unload process was performed pocket by pocket and had to be completed at the station level. In es version 1.11, the manual unload process was performed drawer by drawer at the server level, eliminating the need for a dummy station. The tss informed the customer that the old devices could not be deleted because no dummy device was available for troubleshooting and advised that the devices can be removed after upgrading the enterprise server (es) version. There was no issue identified in the stations, and the customer acknowledged the information. The technical support specialist closed the case.